Event description:
It was reported that during the procedure, when the surgeon was trying to gain access with the subject guidewire, the distal tip of the wire (approx. The last 6cm) broke off inside the patient in proximal internal carotid artery (ica). The surgeon retrieved the broken portion with a micro snare. The patient was stable during this time but was not kept in a hypertensive state. The surgeon then had to abandon the procedure. No other information was provided.

Manufacturer narrative:
D4 gtin: corrected to (B)(4). There are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire device is not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event could not be confirmed and it cannot be determined if the device met specification, as the subject guidewire device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the distal tip of the subject guidewire broke off in the proximal ica of the patient. A micro snare was used to retriever the fractured guidewire fragment. Whilst the surgeon was trying to gain access with the subject guidewire, the distal tip of the subject guidewire (approx. The last 6cm) broke off and remained inside the patient. The subject guidewire device was not returned and a review of all available information fails to indicated an assignable cause for the reported event, therefore an assignable cause of undeterminable will be assigned to the reported event.

Event description:
It was reported that during the procedure, when the surgeon was trying to gain access with the subject guidewire, the distal tip of the wire (approx. The last 6cm) broke off inside the patient in proximal internal carotid artery (ica). The surgeon retrieved the broken portion with a micro snare. The patient was stable during this time but was not kept in a hypertensive state. The surgeon then had to abandon the procedure. No other information was provided.